Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) system had several nonsustained episodes with ventricular inhibition and noisy rate/sense egrams. The patient is pacemaker dependent and the physician was unable to measure r-waves. The impedance measurements were appropriate. Oversensing is reproducible with inspirations.